Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged and exhibited no capture following a bypass surgery. A chest x-ray revealed the atrial lead to be in the ventricle. It was noted that there were stable trends up to the day of surgery. The ra lead was revised and remains in use. No patient complications have been reported as a result of this event.